Event description:
It was reported by the customer that there were burrs with the guide wire inside the dialysis catheter, causing a problem to the catheter. The hospital reported the adverse event to the device department.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed the core wire of the guidewire was broken and protruding from the coil wire which was unraveled. Use residue was observed on and near the sample. No other details of the damage could be discerned in the returned photograph. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that there were burrs with the guide wire inside the dialysis catheter, causing a problem to the catheter. The hospital reported the adverse event to the device department.